Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes foreign matter was found inside 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated foreign material in the tube. A total of 100 retained samples were visually observed, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes foreign matter was found inside 1 tube. No adverse impact was reported regarding the patient or user.